Event description:
Healthcare provider reports: protime system inr results lower than reference lab. Protime inr 3.0 vs reference lab inr 11.0, 4 hours later in ER. Pt admitted to ER in respiratory distress.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further evaluation.